Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/01/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/12/2015 with the following findings: a review of the pump black box data shows evidence of two cs 064 call service alarms. The black box confirmed an occlusion during the prime step. During testing, the pump was exercised for 24 hours with no cs 064 alarms occurring. The pump case was removed, and no evidence of moisture ingress or damage was found. The complaint of the call service alarm issue was shown in the history but was not duplicated during investigation. There was no defect found during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.